Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild dysphagia and pain when swallowing leading to a revision surgery of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with mesh, and linx device implantation occurred without issue on (B)(6) 2017. A previous (B)(4) fundoplication was "taken down" at the time of implant. Barium swallow exam on (B)(6) 2017 with results that were "suggestive of slippage with small gastric pouch above the linx device," and showed "dilated distal esophagus and delayed contrast progression in the stomach without evidence of complete obstruction. No reflux episodes were observed." Patient had a revision surgery on (B)(6) 2017 where the device was repositioned after "a thorough dissection to obtain sufficient intra-abdominal length of esophagus and a gastropexy." The device was found to be between the vagus nerve and esophagus as initially implanted. It was noted that the stomach had prolapsed through the device and herniated into the chest. Patient discharged from hospital on (B)(6) 2017. Patient is reported as doing "awesomely" as of (B)(6) 2017.